Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 373 mg/dl. The customer was experiencing the symptoms of lethargic, weak feeling, nausea, vomited, labor breathing. The customer tried bolus through the night and this morning she tried manually injecting but her blood glucose was still high. The customer was admitted to the hospital. Customer's blood glucose was 398 mg/dl. The customer cause of emergency room visit was diabetic ketoacidosis. The customer was treated with insulin drip. The customer was wearing the pump at time of emergency room visit. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer pump did pass the no delivery test and advised to monitor pump and blood glucose.